Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that based on the notes made in the device, the left ventricular (lv) lead impedance and threshold were high at the last routine generator change. One vector, however, was still functional and the lead was left in use. Within the last week the lv lead impedance increased to high undefined. The lead was capped and replaced. No patient complications have been reported as a result of this event.